Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had two horizontal lines on the display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted that it was unknown how the issue occurred, but suspected that there may have been damage caused by either a cleaning solution or trauma to the monitor (i.e: dropped). The fse replaced the lcd display (0160-00-0127) which corrected the issue. Subsequently, the fse completed pm service including all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).